Event description:
This is being reported as an adverse event under the FDA medwatch regulations. It was reported to nova biomedical that a consumer received a result of 92 mg/dl on their blood glucose meter. According to the consumer she bolused for that result and sat down to eat dinner. It is unk how much insulin was administered. Subsequently, the consumer experienced a hypoglycemic event which did not require any medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use and transfers test strips from one vial to another vial, which may contribute to a loss of integrity for test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.